Event description:
It was reported, the customer's insulin pump had inaccurate readings. The customer stated the readings between their sensor glucose and blood glucose was 40 to 60 points off. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's blood glucose was 180 mg/dl at the time of the call. Customer's sensor will be replaced. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.